Event description:
Over the years, several devices have been modified in order to promote pt safety, especially with anesthesia equipment. One type of modification has been the change of connections so lines cannot be interchanged which could cause harm. Hosp would like to bring to FDA's attention that the small volume nebulizer and endotracheal tube discussed in this report directly connect with each other, allowing no pt exhalation.